Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts were made to obtain additional information from the customer. There was no response from the customer to follow up questions. Should additional information, or the original product, be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Though the product has not been received this issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported that when she unplugged her pump in style power cord from the wall, the adapter fell apart and the screws came out in her hand.